Event description:
During the product evaluation of a colleague infusion pump for another report, it was discovered that failure code 199:117:284:0000 occurred during infusion, which caused an interruption during delivery. There was no adverse event, a patient injury or medical intervention associated with this report. There is no further complaint information available. This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be non-reportable. Failure code 199:117:284:0000 did not occur during infusion and did not interrupt delivery.